Event description:
Same case as: MDR ID 2134265-2013-07571. It was reported that wire detachment occurred. The patient was undergoing a rotational atherectomy treatment procedure. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During platform testing, while still external to the patient, they were setting the rotation speed to 180,000rpm when the rotawire became detached. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: MDR ID 2134265-2013-07571. It was reported that wire detachment occurred. The patient was undergoing a rotational atheretomy treatment procedure. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During platform testing, while still external to the patient, they were setting the rotation speed to 180,000rpm when the rotawire became detached. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the unit returned presented one section of the wire separated, as part of overall visual revision. The visual and tactile inspection was performed and the device returned fractured in two sections. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: sample 1 presented evidence of cyclic bending with tension overload in an area which presented wear reduction as a mode of wire failure. Sample 2 presented evidence of bending and torsion overload in an area which presented wear reduction as a mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-07571. It was reported that wire detachment occurred. The patient was undergoing a rotational atherectomy treatment procedure. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During platform testing, while still external to the patient, they were setting the rotation speed to 180,000rpm when the rotawire became detached. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is good.